Event description:
Complainant alleged that during a routine preventative maintenance, the device's energy select button was not working and the analyze button was not working intermittently. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.